Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. Evaluation was unable to verify reported device was not programming correctly. Evaluation was unable to reproduce the device for the reported symptom due to an unrelated issue. No component could be identified for causality. The device will complete full testing before being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was not programming correctly during set up. There was no patient involvement. No additional information is available.